Event description:
The customer reported that she received sensor end and went to threshold suspend and her blood glucose was 321 mg/dl. Customer stated that she got low predicted alarm and sensor glucose reading was 206 mg/dl and blood glucose was 640 mg/dl. She pulled out the sensor turned off the insulin pump. Customer turned on and got sensor end. Customer reported blood at site issue, troubleshooting was done. Explained to customer about sensor glucose versus blood glucose. Advised the customer the 2 sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).